Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4) used after expiration date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. The product was not returned to abbott vascular for analysis therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the electronic lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 02 january 2021, which is 36 months from the date of manufacture (03 january 2018). However, it was reported the stent was implanted on (B)(6) 2021. It should be noted that the IFU states: note the product ¿use by¿ date. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that suture placement in a calcified left common femoral artery was attempted with 4 proglide devices using the pre-close technique via a 7f sheath prior to a radiology interventional procedure. Reportedly, a needle deflection occurred with all 4 devices due to calcification. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 12f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.